Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the driver was not properly releasing from the bone screw when the driver was being pulled from the patient. Another driver was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.